Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown), with an unknown dose and concentration. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that there was an empty pump reservoir. It was unknown when this issue started. The caller is a MRI tech and the patient is having a MRI. The patient told the caller that the pump is empty and the caller is wondering if he still needs to get his pump checked post-MRI. During the call, they discussed MRI labeling. The caller has no further history as to the pump being empty. The caller did not hear an alarm and the patient did not mention anything to him about the pump alarming. It was then discussed to contact the patient¿s hcp, and he stated he did and the doctor is not available. They were to contact the clinic again and ask to speak to the nurse. There were no symptoms reported. There were no further complications reported/anticipated.